Event description:
Information received from the field does not address the patient's clinical status but notes that while being seen for an eva luation, magnet application produced no output and attempts to interrogate the device were unsuccesssful.~~~